Event description:
Customer reported an issue with high blood glucose levels, which reached 600 mg/dl, leading to a visit to the emergency room on (B)(6) 2025. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. There was no permanent damage. Upon arrival at the hospital, customer received IV treatment with saline and insulin, which successfully resolved the issue. Pump system was checked and confirmed to be functioning correctly, with no identified issues. Customer was discharged from the emergency room the following day, (B)(6) 2025.